Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation, autoimmune disorder. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 325cc saline breast prostheses and suffered several unexplained systemic symptoms, including vitiligo, migraines, body aches, joint pains, and skin problems. The root cause of the patient¿s symptoms is unclear. Additionally, deflation of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. The removed breast prostheses were discarded following explant surgery. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2019-21366 for the report relating to the patient¿s left breast prosthesis.